Manufacturer narrative:
The investigation for the reported console battery failure alarm has been completed. The console and the data logs were returned for evaluation. The console was tested in the lab and found that the blinking pattern of the lcd of battery two is indicative of cell imbalance in the battery. Additionally, there was no fringe pattern on the optical bench. There was voltage and current waveform across the lamp was roughly linear and not the expected pulse width modulated waveform from the feedback loop. Data logs were reviewed which confirmed the reported alarms. The root cause of the battery failure was due to a defective battery. The root cause of the defective battery was single cell failure, a known pattern failure. Additionally the defective optical bench was due to light leakage along fiber.

Event description:
The abiomed field service representative reported when the user facility power on their automated impella controller (aic), a battery failure alarm was noted. The console had been plugged in but was showing a battery level of 50%. Troubleshooting was initiated making sure that the bottom of the console was turned on and it was. Aic was removed from use. There was no patient harm associated with this event.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.